Event description:
According to the reporter during a lobectomy, the handle displayed a red circle with line error, rendering the device unusable after approximately six cartridges had already been used. A new handle and shell were used to resolve the issue. It was noted that there were no any issues with the six cartridges, the adapter, or the shell. There was no patient injury. Medtronic's initial evaluation of the incident is that the data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.